Manufacturer narrative:
Verified customer complaint that unit display was missing segments. Isolated problem to the user interface (ui) printed circuit board (pcb). Root cause determined to be foreign substance on the display flex cable contacts. Replaced the ui pcb. Unit returned to normal operation. (B)(4).

Event description:
It was reported to covidien that the unit was missing display segments. No patient involvement was reported.